Manufacturer narrative:
(B)(4).

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 55mm in diameter ruptured abdominal aortic aneurysm. The proximal neck was 55 mm in diameter and 29 mm in length. There was mild vessel tortuosity and moderate vessel calcification. The aortic neck angulation was 20 degrees. It was reported that immediately after the successful evar procedure, the patient woke up paralyzed. Per the physician, the cause is unknown but may have been due to the pre-operative rupture causing lack of spine perfusion. No additional clinical sequelae were reported and the patient is fine.